Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of the event was between 400 mg/dl and 500 mg/dl. It was stated that the customer had issues with keeping the infusion set in the body and that, while sleeping, the infusion set came out. Subsequently, the customer did not receive any insulin. It was stated that this was the cause of the hospitalization. The customer had been off the insulin pump for several hours before the hospitalization. Advised to call back when issues occurred in order to troubleshoot. The customer declined troubleshooting at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.